Event description:
Consumer reported needle break off in skin. Consumer was prescribed antibiotic to treat the pain/redness she had due to the incident.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.